Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a frozen screen on the insulin pump. Customer stated that this is the second time the screen has frozen. Customer's blood glucose level was 190 mg/dl at the time of the incident. Customer stated that the time clock advances after it unfreezes. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. Customer declined to return the insulin pump. No further assistance needed.

Manufacturer narrative:
The insulin pump was received with unresponsive button due to unlocked lcd keypad connector. No frozen screen noted. The insulin pump has minor scratched lcd window and cracked reservoir tube lip.